Manufacturer narrative:
The subject device was not returned to any of olympus locations. Therefore, olympus could not investigate the subject device. However the subject device will be repaired at olympus service operation repair center (sorc). Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. Based upon the information from sorc, omsc considered that the reported phenomena were attributed to the malfunction of the ccd unit, the failure of the printed-circuit board in the video connector or some problem of another device in the system.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during a therapeutic procedure, it was found that the noise appeared on the endoscopic image and then the image disappeared. The nurse of the facility said that the scope communication error b30 was probably displayed at that time. The user replaced the subject device with another device and completed the intended procedure. There was no report of patient injury associated with the event.